Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left anterior descending artery. The lesion was serially pre-dilated with a 1.5x12mm, 2.0x12mm mini trek balloon dilatation catheters at 8 atmospheres (atm). The 3.0x23mm xience alpine was deployed at 10 atm. During removal of the delivery system check shot revealed a dissection at the distal end and the dissection was covered with a 3.8x18mm xience alpine stent. Timi iii flow without any residual stenosis was noted. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.